Event description:
It was reported that the end of the unit broke off during surgery. It was alleged that a slight delay occur while a grasper was retrieved. Grasper was used to remove broken piece.

Event description:
It was reported that the end of the unit broke off during surgery. It was alleged that a slight delay occur while a grasper was retrieved. Grasper was used to remove broken piece.

Manufacturer narrative:
Upon visual inspection of the returned unit, the broken tip condition on the cutter was confirmed. The broken piece presented considerable damage and deformation of the teeth. Pronounced friction wear marks could be observed on the housing window inner surface, as well as significant dents and deformation on the window edges. Probable root causes can be associated, but not limited to: (1) components do not fit properly (alignment/gap between cutter and housing assembly) (2) shaver blade comes in contact with a metal object (e.g. Scope) / bone and/or (3) excessive force/torque applied by user (bending/prying). In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.